Event description:
A report was received that the patient underwent a pocket revision due to the location of the ipg causing discomfort. The pocket was moved from patient's buttocks to their abdomen. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.